Event description:
Endo gia stapler used on a lung case. While being fired the reload units remained partially filled with staples for four of the reloads. When another endo gia stapler was used and the problem stopped. Surgeon had to use more reloads on the same partially resected area of the lungs because of this problem.